Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). H6) method code - device not accessible for testing (4117). Summary of investigational findings: a female patient with a thoracic abdominal aneurysm underwent tevar. It was reported that the anatomy of the access vessels was without calcifications and the access vessels had a diameter of 7.5 mm. At the implant site the diameter was 32 mm and the length of the proximal fixation site was 25 mm. The physician placed a zta-pt-36-32-161-w1 (complaint device) directly below the common carotid artery, covering the left subclavian artery (lsa). Anterograde flow into the lsa was seen which was thought to stem from a type 1a endoleak. After coil embolization of lsa was performed it was decided to extend the zta at the proximal site using a tbe-38-77-pf. However, the tbe-38-77-pf could not be advanced ((B)(4)) why it was replaced with a zta-de-38-91-w1. After placement of the zta-de-38-91-w1 the endoleak disappeared and the procedure was completed. No imaging was provided for this investigation. Review of the device history record gave no indication of the device being produced out of specification. The IFU in force for this device lists endoleak as a potential adverse event. Based on the provided information it has not been possible to establish an exact cause for this event. It is noted that the endoleak is diagnosed based on flow into the lsa. Cook will reopen the investigation if further imaging or information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: the physician scheduled to place zta-pt-36-32-161-w1 (e3860949) from directly below the common carotid artery and cover the left subclavian artery (lsa) with the zta and embolize it with coils. Also, he planned to extend the zta to the proximal site a little bit with zta-pt-36-32-161-w1 (e3860949) depending on whether endoleak type 1a was occurred or not. From directly below the common carotid artery, zta-pt-36-32-161-w1 (e3860949) was placed. When the physician checked the existence of endoleaks with imaging, blood flow was observed anterogradely in lsa, which meant endoleak type ia (pr284674). After coil embolization was performed in lsa, the physician planed to place tbe-38-77-pf (e3632983) at the proximal site as to extend the zta a little. As advancing the device, its tip got stuck at the bent part of the stent graft ( zta-pt-36-32-161-w1) placed in the proximal. The physician attempted to perform pull-through technique, but the gap between the dilator and the sheath at the tx2 tip got stuck in the zta, and he was unable to advance the tx2 to the target site (pr284672). Considering the risk that the stent grafts would move, he withdrew the tx2. The physician evaluated endoleaks again by angiography, but disappearance of endoleaks was not confirmed. Therefore,he changed the plan that extended the zta a little bit to the proximal site with an extension graft into the one that strengthened expansion force of the zta by placing zta-de-38-91-w1 (e3823776) at the same site as the zta. This zta extension could be advanced to the target site without resistance. Then, disappearance of endoleaks was confirmed, and the procedure was completed. Regarding zta-pt-36-32-161-w1 (e3860949), the physician thought the access did not have problems because the diameter of the access was 7.5mm. As for tbe-38-77-pf (e3632983), he judged that the device could pass through the target site since no calcification or other anatomical features were observed. Patient outcome: no adverse effects to the patient were reported.